Event description:
It was reported that this implantable pacemaker recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000 and the remote monitoring disabled alert occurring on (B)(6) 2026. Technical services (ts) was consulted and it was advised to have the device session saved and the data provided for analysis. Data analysis identified the rmd alert is a false positive due to magnet exposure. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes this device exhibited unintended behavior associated with a software update. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific is actively developing an additional software update to address this unintended behavior.

Event description:
It was reported that this implantable pacemaker recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000 and the remote monitoring disabled alert occurring on (B)(6) 2026. Technical services (ts) was consulted and it was advised to have the device session saved and the data provided for analysis. Data analysis identified the rmd alert is a false positive due to magnet exposure. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable pacemaker recorded an alert for remote monitoring disabled. There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000 and the remote monitoring disabled alert occurring on (B)(6) 2026. Technical services (ts) was consulted and it was advised to have the device session saved and the data provided for analysis. No adverse patient effects were reported. The device remains in service.